Manufacturer narrative:
Due to character limitation: event site full name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection cardiosave intra-aortic balloon pump (iabp) displays iabp may required maintenance message. No patient involvement.

Manufacturer narrative:
Updated fileds: b4, e1 (initial reporter name), g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6(investigation type, investigation findings, investigation conclusion), h11. It was reported that during inspection by hospital staff, the cardiosave intra-aortic balloon pump (iabp) had a iabp may require maintenance message. There was no patient involvement reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm fault # 78 (ui bridge conn fault), and fault # 79 (ui bridge conn fault) and fault # 80 (video power reset). The fse reset the fault log. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a